Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation was 8 atm's). The pt was asymptomatic during this event. The lesion being treated was a calcified and 99% stenotic lesion in the lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.